Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found following. The reported phenomenon was duplicated. The image cable buckling occurs about 30 mm from the distal end of the device, and the image cable is broken at that part. There were no significant damages or other abnormalities on the internal components of the insertion section other than the image cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, there was the possibility that the buckling and breaking of the image cable was attributed to external factors (handling, etc.) In use or the workload during assembly or repair. But, the exact cause of the buckling and breaking of the image cable could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that endoscopic image disappeared when the user operated the angulation function of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.